Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implant required moderate adjustment due to cerebral swelling, soft tissue interference and changes of anatomy/calcifications.

Manufacturer narrative:
Additional information: h4, h6. The reported event could not be confirmed as no images or CT-scans were provided. The surgeon cited cerebral swelling, soft tissue interference, and anatomical changes as contributing factors, with no concerns about the implant design. Device records confirmed the peek implant met specifications, and no device-related issues were identified. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.